Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of needle detachment of device or device component.

Event description:
Note: this report pertains to two of the two acquire? S needles used for single patient during one procedure. It was reported to boston scientific corporation that a acquire needle was to be used in the lever during a biopsy procedure performed on (B)(6) 2025. During procedure, the needle was detached, and the sheath knob was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.